Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula bent event on 01-may-2024. The patient went to emergency room (ER) and eventually got hospitalized due to high bg. The glucose level was in between 400-499 mg/dl and the treatment given was IV and fluids of saline and insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.